Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of hard nodules is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported event of skin irritation: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: induration or nodules at the injection site.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the lower face (chin) and everything was fine. About 5 months later, the patient had an injection with juvéderm ultra plus xc in the marionette. On the following month, the patient developed hard nodules on the lower face. Patient was treated with prednisone and hyaluronidase. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2018-00274 ((B)(4)). This is the first MDR submitted for the first suspected product, juvéderm voluma with lidocaine.